Event description:
Reported 4 false positive sars results for one patient over the course of a month. This report is to indicate one of the false positive instances, and additional mdrs will be filed for the other instances. It is unknown if the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). Requested more information from the customer, but they declined to further troubleshoot as they believe the false positives are a sample/patient-specific issue.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.